Event description:
It was reported that the lead was found to have externalized conductors proximal to the rv coil. No electrical anomalies were noted. The lead was capped and replaced. The patient condition is stable.

Manufacturer narrative:
No medwatch form was received.